Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient experienced a sensor error for over 3 hours after which he experienced a hypoglycemic event. That evening, the patient remembers hearing an alarm during their sleep, but they turned it off because it annoyed them. It was not known if the patient was aware that the alert sounded due to a sensor error. When the patient did not wake up when their alarm for work went off, their wife noted they had lost consciousness. An ambulance was called and the patient was treated with a glucagon injection by the paramedics. The patient was brought to the hospital but no further treatment was reported. The patient was discharged on the same day after about 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information became available.